Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was dim and hard to see in the daylight and was starting to become difficult to see inside as well. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump powered on with audible tones and the display was blank. A test display was inserted and the test display functioned properly. The pump revealed a failed display flex that caused the display to appear blank. The complaint of a dim, fading display was not able to be adequately tested due to the blank display. A leak test revealed a display lens leak. There was evidence of moisture corrosion in battery compartment. The pump case was removed and no evidence of moisture ingress was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.